Event description:
It was reported the patient was not experiencing pain relief. A catheter dye study was done (B)(6) 2013. The catheter tip was epidural, not dislodged from the intrathecal. The dye pooled and did not disperse. The drug volume of 0.203 was pushed in during the dye study. It was indicated that 2.03mg was delivered first prior to the dye; the actual dose was not 2.3mg as the catheter was epidural. The patient was fine. The plan was to revise the catheter to be intrathecal. The patient was on 1.9 a day. The doctor reduced this by 20% due to urine retention. The pump was delivering infumorph.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).